Manufacturer narrative:
Material 245115 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The media is dispensed into bottles; caps are applied manually then torqued by machine per a standard operating procedure (sop). The bottles are then labeled and terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, bottles are packaged into final shipping configurations. The batch history record review for batch 1279797 was satisfactory per internal procedure. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and two other complaints have been taken on the complaint batch for contamination. Retention samples from batch 1279797 (100 tubes) were available for inspection. No media defects were observed in 100 retention samples. Ten uninoculated retention tubes from batch 1279797 were placed into incubation to test for contamination. Five tubes were placed into a 20 to 25 degrees c incubator and five tubes were placed in a 33 to 37 degree c incubator. At seven days incubation, there were no traces of microbial growth in the 10/10 incubated retention tubes. Three photos were received to assist with the investigation: the first photo shows the label of a partial carton from batch 1279797. The second photo shows a tube rack with four tubes, on top of two carton from batch 1279797. All four tubes there does appear to be fungal growth in each tube. The last photo shows two tubes in a tube rack. There does appear to be fungal growth in both tubes. No returns were received to assist with the investigation. This complaint can be confirmed based on the evidence provided by the photos. No actions are indicated at this time as no trends were observed for this defect. Bd will continue to trend complaints for contamination. Notes risk management review indicates the potential risk of the defect reported was assessed as severity [s3], per baltrmlmbactecmgitaph, rev [03], ID [3.10].

Event description:
It was reported by the customer that bd bactec¿ mgit¿ 960 pza medium had visible contamination. There was 6 occurrences in this event with no patient impact. The following information was provided by the customer: " the item has visible contamination upon opening a new box (pza medium) - total of 6 tubes".